Event description:
According to the available information, the device was explanted and replaced due to a right cylinder distal leak and right cylinder tubing exit leak. The doctor states that patient has not received injections from his office. There is a small puncture leak on one cylinder distally. This was discovered once the cylinder was removed.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
Titan pump and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tubes of the cylinder. A separation was noted on the bladder of cylinder 2. This is a site of leakage. The separation had surfaces with a darkened or melted appearance, indicating contact with a cauterizing tool. A separation was noted on the bladder of cylinder 1. This is a site of leakage. The separation has a central groove, indicating contact with sharp instrumentation such as a needle. Based on examination, it was concluded that the observed separations in the cylinders would have allowed a ¿leakage¿ however, it was reported that that patient did not received injections from the dr¿s office, but a small puncture leak was noted on one cylinder distally once the cylinder was removed. Due to the brief period in-vivo, the sequence of events leading to the observed separation cannot be determined. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the device was explanted and replaced due to a right cylinder distal leak and right cylinder tubing exit leak. The doctor states that patient has not received injections from his office. There is a small puncture leak on one cylinder distally. This was discovered once the cylinder was removed.